Event description:
As reported through the restore clinical trial, the patient presented to the hospital with right sided facial droop, right sided hemiparesis, and worsening expressive aphasia. The patient was treated with a mechanical thrombectomy and was discharged to home self-care three days post procedure. At that time nihss was six, notable for disorientation, slight facial droop, severe aphasia, and mild dysarthria. Shortly after patient returned home the spouse noted right sided weakness, increased global aphasia, and increased facial droop. The patient presented back to the emergency department on (B)(6) 2024. Cta performed demonstrating distal left m1 occlusion. Neuro contacted and another cta performed showing distal left mca m1 occlusion with a 6ml core and 80ml penumbra. Lytic not administered due to being out of window. Decision made to proceed to another mechanical thrombectomy for treatment. Ir-cerebral angiogram performed by the physician start time on (B)(6) 2024. Combined mechanical thrombectomy performed with a final mtici score of 2b. This was complicated by an anterior m2-3 contrast extravasation/subarachnoid hemorrhage requiring coil embolization of anterior branch of left m2. Event resolved with sequelae and assessed as possibly related to the sofia device, mechanical thrombectomy procedure and concurrent condition/treatment, and definitely to the study disease. Patient admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.